Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the cause was the pump was not delivering enough insulin. The customer attempted to resolve the issue by taking a correction bolus. Subsequently, the customer was admitted to the hospital where insulin was administered to resolve the issue. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage.